Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided the reported entrapment of device is the result of user technique. The reported foreign body in patient is the result of the entrapment of device. The reported patient effect of foreign body in patient, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip entrapment and foreign body. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was successfully deployed (00724u115). Then a second clip delivery system (cds 00718u193) was advanced to the mitral valve; however, the clip became caught on the chords. More m-knob was applied, an attempt was made to move the clip lateral. The clip was still stuck, and a decision was made to deploy the clip on the chords and anterior leaflets. One clip was implanted, and mr is 4. There was no clinically significant delay in the procedure. No additional information was provided.